Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to electrode end damage. Additionally, the sugar coating of this ra lead was gone from the tip. This lead was never in service. No adverse patient effects were reported.